Event description:
During the implantation procedure, it was reported that there was unexplained loss of ventricular capture that was observed once the atrial lead was connected to this device. In addition, there was no pacing upon lead attachment. The device was not implanted; a new reply dr was implanted.

Event description:
During the implantation procedure, it was reported that there was unexplained loss of ventricular capture that was observed once the atrial lead was connected to this device. In addition, there was no pacing upon lead attachment. The device was not implanted; a new reply dr was implanted.

Manufacturer narrative:
(B)(4), 2012,the analysis on this device is pending.

Manufacturer narrative:
(B)(6) 2012 - the analysis on this device is pending. (B)(6) 2012 - (B)(4).